Event description:
Following the placement protocol of a transparent dressing for peripheral venipuncture, the access was fixed but the dressing did not stick properly, apparently it did not have the adequate glue to complete its function.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No complaint samples were available for assessment. As part of the investigation, the test results for adhesion to steel were reviewed and found to be within specification. The investigation did not find product defect or manufacturing process issue. The complaint sample was not available at this time. Once the sample received, an assessment may take place to make further investigation. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.